Event description:
It was reported that during a da vinci-assisted prostatectomy and unilateral reconstructive inguinal hernia repair, the force bipolar instrument would not release from tissue. When the caller entered the or, the instrument had already been removed and reported to the technical support engineer (tse) that something in the tip of the instrument seemed to have been released. The surgeon inspected the instrument and deemed an x-ray unnecessary. There was no reported injury and the procedure was completed robotically. During follow up with the robotics coordinator (roco), it was stated the instrument release kit (irk) was not used and the tissue was cut to release the instrument. The tissue type was unknown, but it did not require a repair.

Manufacturer narrative:
The product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) confirmed the customer reported complaint. The instrument was found to have one severely bent grip, causing misalignment of the grips with a 0.051¿ offset at the base of the tip. The grips do not show cracking damage or conductor wire insulation damage and the instrument passed the electrical continuity test. Components adjacent to this severely bent grip do not show damage. Additional observation reported by site that is related to the primary failure: the instrument was found to have stuck grip tips due to the base of the grip tip being bent inward blocking itself against the force amp pulley. A system log review did not reveal any system errors that would have caused or contributed to the reported event.